Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. (B)(4).

Event description:
This event was reported to the FDA under mw5095178. It was reported that a female patient who underwent breast surgery with two unspecified gel breast implants experienced joint pain, pain in chest, pain in shoulder, pain in neck and rheumatoid arthritis post procedure. On an unknown date, patient had a surgical intervention to remove granuloma on the right sided implant. As a result, patient had an explantation on the left side on (B)(6) 2020 and on the right side on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
August 22, 2021, we received additional information under mw5095178. Mentor determined it was an existing complaint in our system. The devices reported in this complaint were manufactured in leiden, netherlands. The leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Therefore, events that involve these devices would not need to be reported as mdrs. Manufacturer¿s reference number: (B)(4).